Event description:
It was reported; acculif pl case(s) post-op images. It appeared on cases the acculif pl cage had collapsed. Patients were not symtomatic but wanted us to know what doctor had observed.

Manufacturer narrative:
Cat: 400008 lot: 10111302. Method: device not returned; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Due to the image quality of the x-rays provided, the post-op implant collapse could not be confirmed. The acculif surgical technique indicates that implants may settle by a height of 1mm after initial expansion. Conclusion: the reported collapse could not be confirmed and the plausible root cause is likely multifactorial in nature.

Event description:
It was reported; acculif pl case(s) post-op images. It appeared on cases the acculif pl cage had collapsed. Patients were not symtomatic but wanted us to know what doctor had observed.